Manufacturer narrative:
Product complaint # (B)(4). Batch # r5aw3k. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60g cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the sigmoidectomy, when severing colon, after fired, noted the distal staples malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.